Event description:
The following has been reported: error 22: pressure sensor defective reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.